Event description:
The male patient was in the interventional radiology suite for a repeat cerebral angiogram. The simmons catheter was engaged with the left common carotid artery. As it was being advanced, the catheter broke at the deflection point. The entire catheter was withdrawn. There was no harm to the patient. Manufacturer response for diagnostic angiography catheter, sim impress catheter (per site reporter):